Manufacturer narrative:
A boston scientific technical services consultant discussed there could be a possible issue with the lead coil. The consultant stated they could continue to monitor the patient or conduct further testing to ensure the integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 125 ohms. A review of the trended data showed the measurements have been gradually rising. No adverse patient effects were reported.